Event description:
It was reported that the patient was not able to feel the right leg after the implant procedure. The physician believed the symptom was because of the device. The patient underwent a device explant procedure and was brought to the rehabilitation. The explanted ipg and paddle lead were kept by the hospital and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(4). Batch: 207666.